Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was sent to emergency room on (B)(6) 2025 due to infusion set fell off event due to sweating, leading to hyperglycaemia. The blood glucose level was 575 mg/dl at the time of hospitalization, and the patient was treated intravenously fluid/drip. The length of hospitalization was less than 24 hours. No further information available.